Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 2.1 and 3.1 were unable to recover and prompted failed screen when staff had loaded new medications into empty cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the two half-height drawers, 2.1 and 3.1, had pockets that ejected and did not allow re-insertion. A field service engineer examined both drawers and reseated connections on each row ribbon cable at both ends and trays. Found that tray 1 on drawer 3.1, position a6, would not allow the pocket to seat correctly; replaced tray 1 and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.